Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device never helped their symptoms; it was helping them by 20%. It was also reported that the ins had caused them pain over the ins site, so their healthcare provider went in and removed that ins and implanted a new ins on the other side. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.